Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the right rear wheel has broken spokes and the left side is warped.